Manufacturer narrative:
Correction: a.1. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that there was an air detected in cassette warning during a drain phase. Patient discovered a fluid leak inside the cassette door at treatment complete. In a follow up a pd nurse verified the fluid leak report and said that the patient did not suffer any harm, adverse event or intervention due to the fluid leak. Prophylactic antibiotics were given to the patient as routine care. The patient is using the same cycler. The cycler set is not available to be returned for analysis.

Event description:
A peritoneal dialysis (pd) patient reported that there was an air detected in cassette warning during a drain phase. Patient discovered a fluid leak inside the cassette door at treatment complete. In a follow up a pd nurse verified the fluid leak report and said that the patient did not suffer any harm, adverse event or intervention due to the fluid leak. Prophylactic antibiotics were given to the patient as routine care. The patient is using the same cycler. The cycler set is not available to be returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.